Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that found that failure, was able to narrow down the issue to the helium reservoir assembly. To address the issue the stm replaced helium reservoir assembly and missing helium tank knob because the lanyard was missing. The fse performed the pm with full functional safety and electrical checks, to meet factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) by a getinge service territory manager (stm) the helium leak check failed on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.